Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing due to physical issue) has been confirmed. Upon investigation the monitor was unable to complete incoming testing. The monitor's electrode belt connector pins were bent causing the faults. The root cause for the bent pin was excessive force. No adverse event resulted from the damaged monitor.